Manufacturer narrative:
(B)(4). The device history records reviewed, and no issue found. Investigation summary: 2 packs unopened samples qd2ps / sa845g with 30 intact non-needle sutures attached (one intact pack with 15 intact sutures) were received. Totally 30 ea sutures in 2 packs unopened returned samples were evaluated by appearance & knot pull strength and no issue found. Device history review of qd2ps has been reviewed and no issue found. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used. During the procedure, the suture broke when sewing. Changed to another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.